Event description:
It was reported that following the initial inflation in a fistula, the pta balloon lodged in the introducer sheath. Both the catheter and sheath were removed together as a single unit. Slight trauma was experienced at the access site requiring stitches. The patient was reported to be doing well post procedure.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive. However, the definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential adverse reactions: additional intervention.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.